Event description:
The patient contacted animas on (B)(6) 2013 reporting that their battery cap is difficult to remove and attach. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery cap issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial number for this pump is (B)(4).